Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported "deflation." Record is for left side. The device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: valve leak and/or damage.

Event description:
Healthcare professional later reported "leak noted after button lifted from valve".

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening assessed as surgical damage. ¿ valve leak and/or damage: observed, one opening on diaphragm valve assessed as cracked valve seat diaphragm valve and delamination diaphragm valve assessed as adhesive failure. As per the investigation procedure, crease and wear abrasion completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation." Record is for left side. The device has been explanted and replaced.